Event description:
Olympus was informed that the customer oes elite high-definition autoclavable telescope has ¿broken rod lens¿. The customer reported issue was found at reprocessing. No death, injury or harm was reported.

Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The repair inspection confirmed the reported ¿broken rod lens¿. The inspection found a broken lens in the optical system. Also, the rigid outer tube shaft is bent with light guide fiber breakage and scratches at the distal end. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lens was damaged due to excessive force. However, a specific cause of the damaged lens was not established at this time. Olympus will continue to monitor field performance for this device.